Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the upper and lower gastrointestinal tract during an endoscopic mucosal resection (emr) procedure performed on an unknown date. During the procedure, a connection problem occurred in the active cord connector and the device did not energize. There were no patient complications reported as a result of this event.